Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer also reported that the insulin feed line needle came loose between the reservoir and cap, the pump rewinds slower than before, minor cosmetic damage on the pump, connectivity issues with pump and sensor, and the infusion set tubing detached. The event involved product(s) mmt-1884l, mmt-7841zn, mmt-332a ,mmt-7040a, mmt-213a. Troubleshooting was not performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884l, mmt-7841zn, mmt-332a, mmt-7040a, mmt-213a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.